Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right atrial lead exhibited noise. The noise was able to be reproduced with isometrics. All other electrical measurement trends were stable. After several attempts at programming, the noise problem still persisted. The patient was in stable condition and would continue be monitored.